Event description:
It was reported that the patient experienced hyperglycemia on 07 mar 2026 due to bent cannula.

Manufacturer narrative:
E1: patient city:(B)(6) patient country: colombia . Name: medtronic minimed street: 18000 devonshire street city: northridge state: california zip code: 91325 zip four: 1219. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.